Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the rear therapy electrodes. Patient reports the skin was broken from using a back scratcher. There was no alleged device malfunction contributing to the irritation. Patient reported that a family doctor advised to apply hydrocortisone cream to the area. Patient also put neosporin and peroxide on the area. Follow up indicated that the cream is helping with the skin irritation.